Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of fascia on breast reduction surgery, the thread in the middle broke while using a running suturing technique. Another device was used to complete the case. There was no patient injury.